Event description:
It was reported that the tip fell apart in the shoulder. Allegedly all parts were retrieved from the shoulder. The surgery was reportedly delayed by 10 minutes.

Manufacturer narrative:
Additional info will be provided once investigation is completed.